Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced high blood glucose as well as they had a reservoir leak. The customer¿s blood glucose level was 500 mg/dl. Troubleshooting was performed for reservoir leak and the leak was on the transfer guard. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for the analysis. The reservoir will be returned for the analysis.

Manufacturer narrative:
Evaluated 1 open/used reservoir (transfer guard not returned). Performed pre-fill reservoir test using a new lab transfer guard, per (B)(4). Found reservoir no leakage anomaly during filling. Evaluated 1 open/used reservoir. Performed pre-fill reservoir test per (B)(4). Found no leakage anomaly during filling. (B)(4).